Event description:
This was a left-side lead extraction procedure to remove one lead due to infection. The rv dual coil ICD lead (sjm durata 7121, implanted 60 months) was prepped with a lead locking device (lld) and extraction began with a 14f glidelight laser sheath with upsizing to a 16f glidelight due to snowplowing distal to the proximal coil. Subsequently, the physician reverted back to the 14f sheath, then again to a new 16f sheath due to kinking of the first 16f (no jacket damage). The 14f was also kinked during the procedure (no jacket damage) and was not able to be re-calibrated. Initially, the physician did not tie up the high-voltage cables or place external sutures on the insulation; however, he later decided to use sutures when he had issues with snowplowing. On the fourth attempt to free the rv ICD lead, the patient¿s pressure started declining (pressure was varying from 95-75). Prior to that, monitoring with tee was being performed and a slight pericardial effusion was noted, however, no action was taken as it was assumed to be fluid build-up from pulling on the rv lead. The 16f gl was moved distal to the area of the svc/ra towards the tricuspid valve. The pressure continued to decline to 45. Chest compressions were initiated and a sternotomy was performed. An injury was discovered at the inner curvature of the innominate/svc junction. The ra was opened and the lead was removed manually during the open procedure. Vegetations measuring approximately ½¿ were noted on the lead at the time of removal. The lead had significant damage at the area of the distal end of the proximal coil. The insulation was opened and the high-voltage conductors were ¿strewn¿ outside of the normal diameter of the lead. The physician hypothesized that the lead may have been extravascular to the innominate/svc junction on the inside of the curve, and this caused the injury as the laser sheath progressed down the lead. The physician also mentioned that when closing the tear that he was closing scar to scar, not normal vein wall tissue. The patient survived the intervention and was alert and oriented the next day.

Manufacturer narrative:
(B)(4). Placeholder.